Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) examined the system remotely and confirmed that the image processing computer had a memory problem. The rse reviewed the logfiles and confirmed that the frontal ippc memory 6 was failed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the field service engineer (fse) visited onsite and replaced ippc, host pc, hard disk and installed software package successfully. After replacements and installation of software, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.